Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not properly charge batteries / switching screens) was confirmed. As received, the charger/modem was resetting. Upon evaluation, there was liquid contamination on the battery board, the u13 component on the bedside board was corrupted, there was a bga failure at u104 (pxa) and u1003 (pld) on ca board sn (B)(4) and the power supply connector was defective with recessed pins recessed. The cause of the inability to charge the batteries properly and switching of the screens cannot be isolated to one of these failure. The root cause of the liquid contamination is liquid ingress of an unknown contaminant. The root cause of the corrupted u13 component cannot be positively identified. The cause of the bga failure is intermittent connections. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain (B)(4) was approved by FDA on (B)(6) 2013. Implementation began on (B)(6) 2013. Results are monitored. The root cause of the recessed connector pins is excessive force placed on the cord. A PMA supplement (B)(4) was approved by FDA to improve the strength of the connector. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a charger/modem was not charging the batteries properly and kept switching screens.